Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump the incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The problem was traced back to a defective shaft encoder and was solved by part replacement. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova (B)(4) received a report that a s5 double head pump displayed a shaft angle encoder fault error message during procedure. There was no report of patient injury.